Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: no adverse action and product is pending return. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2022-10485, 2210968-2022-10486, 2210968-2022-10487, 2210968-2022-10489, 2210968-2022-10490, 2210968-2022-10491.

Event description:
It was reported that a patient underwent an unknown procedure in 2022 and suture was used. During the procedure, it was reported seven of these sutures kept popping off while being used. The nurse tried several of the same sutures and the same thing happened. No adverse patient consequences were reported. Additional information was requested.